Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a planned/ non-emergency coronary treatment and the treatment got delayed by 5 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was turned on, but there were no images available. The fse tried to perform restart, but it didn't resolve the issue. The fse identified that there was defect in the monitor. The fse ordered and replaced the monitor to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s live image monitor was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.